Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.